Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to baseline. The monitor's electrode belt receptacle had several broken wires causing the faults. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged monitor.